Event description:
The customer stated the defibrillator got a low battery message displayed when switched on by battery power only.

Manufacturer narrative:
(B)(4). No pt involvement was reported. A philips bench tech evaluated the device and verified the failure. The issue was determined to be a failure of the power pca. We are considering this malfunction of the power pca.